Manufacturer narrative:
Do not use any other insulin with your system other than novolog/novo rapid (novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer replaced pump infusion set and cartridge and insulin delivery was successfully resumed. Customer's blood glucose (bg) level was between 400-450 mg/dl. Additionally, customer reported a separate high bg event with trace ketones. Bg was "high" per continuous glucose monitor readings and was addressed with a correction bolus. During troubleshooting with tandem technical support it was found that customer was using off label insulin. Tandem technical support advised customer that only humalog and novolog are approved for use with the pump and recommended customer consult their healthcare provider regarding diabetes management.